Manufacturer narrative:
Medwatch field h6 investigation conclusion updated.

Manufacturer narrative:
The reagent lot number is 779013. The expiration date was requested but not provided. The investigation reviewed the analyzer's log data and found abnormal reagent flow path alarms. The investigation reviewed the qc data and found abnormal aspiration alarms for the sample probe. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from several cerebrospinal fluid (csf) patient samples tested on the cobas c 503 analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial result was 15.3 mg/dl. The repeat result was 48.8 mg/dl. The repeat result was deemed correct. The initial result was not reported outside of the laboratory as the reporter was not confident with the result prompting the rerun of the patient sample.

Manufacturer narrative:
In the initial medwatch, the third line of h11 additional narrative should have been: "the analyzer data also showed abnormal aspiration alarms for qc material which indicate a contaminated sample probe." Instead of: "the investigation reviewed the qc data and found abnormal aspiration alarms for the sample probe." Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.